Event description:
It was reported by repair work order that the side rail could become unlatched during use due to damaged weldment. No patient involvement or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Evaluation conclusion - the parts are no longer manufactured by the manufacturer. As a result, the side rail on the unit is not able to be repaired by the manufacturer.

Event description:
It was reported by repair work order that the side rail could become unlatched during use due to damaged weldment. No patient involvement or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the side rails were difficult to latch due to broken due to broken latch guards in the latch assemblies. However, the side rails could still be latched and remain latched. This event is not likely to result in serious injury or death as the side rails could still be latched if needed.